Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm confirmed in the downloaded history file due to broken electrical board trace on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure error twice during self test. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. They stated that the fill cannula was recorded in the daily history. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.